Event description:
It was reported that during an unk procedure, the device did not work properly. Unk how case was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/17/2009. Jaw or cam interface is disengaged / indicator wheel failure. Evaluation summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. No functional test was performed as the device was noted to be empty; however, the orange indicator did not show up completely. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.